Event description:
The dealer states that the cylinders are bad and leaking water due to possible rain damage. The dealer stated that other has not has been property damage, however the patient has stated that the chair will shift to left and right. The patient has fallen but did not seek medical attention.